Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility has reported multiple refractive errors (total number of reports is yet to be clarified) against the same c-flex 570c iol batch. Refractive errors are reported to be between -4.0d and -6.0d. The availability of the lens(es) for return has not been confirmed by the healthcare facility. Rayner has become aware of reports of post-operative refractive errors following implantation of lenses from the c-flex 570c +19.0d iol batch 017100825. Rayner maintains extremely high levels of product quality; however, there is a possibility lenses from the c-flex 570c +19.0d iol batch 017100825 are not of the labelled power. The investigation performed by rayner to date indicates that the lenses may be +24.0d. As a precautionary measure, rayner intraocular lenses limited has initiated a voluntary recall of this batch (ref. Recall fa 2018-us570c). The recall was initiated on (B)(6) 2018.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility of an as yet unconfirmed number of post-operative refractive error reports concerning a single c-flex 570c iol batch. The refractive errors are reported to be between -4.0d and -6.0d.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The c-flex 570c iol was implanted on (B)(6) 2018 and post-operatively the patient had a refractive error. The target refraction was -0.19 and the patient's post-operative refraction is reported as -4.75 the availability of the lens for return has not been confirmed by the healthcare facility. Rayner has become aware of reports of post-operative refractive errors following implantation of lenses from the c-flex 570c +19.0d iol batch 017100825. Rayner maintains extremely high levels of product quality; however, there is a possibility lenses from the c-flex 570c +19.0d iol batch 017100825 are not of the labelled power. The investigation performed by rayner to date indicates that the lenses may be +24.0d. As a precautionary measure, rayner intraocular lenses limited has initiated a voluntary recall of this batch (ref. Recall fa 2018-us570c). The recall was initiated on 9th august 2018.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that post-operatively the patient had a refractive error.